Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, the device diagnosed lead noise as a ventricular fibrillation episode. The lead also exhibited loss of capture when the patient was brought into the clinic for a device check-up. The lead was capped and replaced on (B)(6) 2016. The patient was stable post procedure.